Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reau2222 showed no other similar product complaint(s) from this lot number.

Event description:
On 11/3/2016- per medwatch report, the facility reported, " order for PICC line placement for IV antibiotic therapy. IV team attempted placement, tried to advance wire through needle, met resistance, pulled back wire, dropped needle perpendicular to arm and readvanced wire. Wire seemed to advance further but again met resistance, wire retracted, wire resistant to removal. When needle and wire removed the last remaining portion of wire snapped off. X-ray confirmed 2cm linear radiopaque density in right upper arm. Ir consulted and general surgery consulted: recommendation not to remove with surgical intervention as foreign body placed during sterile procedure and likelihood of subsequent infection was low.¿